Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had an MRI on (B)(6) 2021 and the pump was not read until today (B)(6) 2021. Initially it was showing a motor stall, but upon reading the pumpa second time, the motor stall recovery log was visible. No patient symptoms were reported. Telemetry mode was reviewed with the hcp. It was noted that the troubleshooting during the call resolved the reported issue.